Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the vision stent was implanted in the tortuous distal right coronary artery without predilatation. The vision balloon ruptured at 12 atmospheres with the first inflation and was completely and easily removed from the patient. An unspecified non-abbott balloon was used to post dilate the lesion. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Based on the information provided, the lesion was mildly tortuous, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the tortuous lesion may have damaged (scratched) and weakend the balloon material, such that the balloon ruptured upon inflation at 12 atm which is below the rated burst pressure (rbp) of 16 atm. Return of the vision sds may have aided in the evaluation and determination of cause. It was reported, the lesion was not re-dilated. It should be noted in the vision instructions for use (IFU) it states: pre-dilate the lesion with a ptca catheter. In this case, it is unknown how the failure to pre-dilate the lesion may have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although, there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.